Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that one similar complaints were received for this production order, there was no production deficiency identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The patient reported that he had symfony intraocular lenses (iols) implanted in both his eyes. A model zxr00, 18.5 diopter lens was inserted in the patient¿s right eye. The patient reported that he can see far but not near. He cannot see 12 inches in front of him. He had a yag (yttrium aluminum garnet) done, but it did not help much. Thru follow-up with the patient, it was learned that he is experiencing halos, starbursts, and has difficulty driving at night. This has been happening since his surgery. The patient often goes fishing, but this task is difficult as the iols do not allow you to see near enough to work with the fish hook. Patient stated that he does not think there is anything wrong with the iols, and explained that he was not well-informed before the surgery. No further information was provided. Patient has bilateral iols implanted. This report will capture the patient¿s right eye. A separate report is being filed for the left eye.